Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The following MFR report numbers are related to this report: 1221359-2022-02386, 1221359-2022-02387.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients. This MFR. Report addresses patient 1 of 3. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 with a nasopharyngeal sample. Pcr confirmation testing was performed with a nasopharyngeal sample and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m185127 with internal limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. The customer's complaint was not replicated. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m185127 and test base part number 190-430 / lot m185127. (B)(4). The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4).. Based on the evidence available, it indicates that the lot performing as indicated in the label statements. No further action is required. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.